Event description:
Per user facility medwatch form, (B)(4), during a laparoscopic procedure the surgeon handed back to the scrub tech a cautery curved shear. The scrub tech noticed that the tip of the curved shear was missing the teflon shear overlay. The teflon overlay was removed from the patient and the surgeon converted to the use of a bipolar device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.